Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use the bd arterial cannula 20g/1.10mm x 45mm flow switch did not engage. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: it was noticed that after inserting the so-called floswitch cannula into the artery, it was not possible to close the cannula even though the red slide for closing the system had been properly closed.

Event description:
It was reported that during use the bd arterial cannula 20g/1.10mm x 45mm flow switch did not engage. The following information was provided by the initial reporter, translated from german to english. Verbatim: it was noticed that after inserting the so-called floswitch cannula into the artery, it was not possible to close the cannula even though the red slide for closing the system had been properly closed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.